Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) levels ranged between 430-450mg/dl. The past occlusion alarms would be resolved by clearing the alarm or performing an infusion set change. A system check was performed using the current supplies and the pump performed as intended. No damage was noted to the cannula. Reportedly, the customer uses apidra insulin in their cartridge. Tandem technical support informed the customer that apidra was contraindicated to be used with the pump. During a follow-up with the customer's clinical diabetes specialist (cds), the cds confirmed the customer was to obtained humalog insulin and use different type of infusion sets to address the issue.

Event description:
Correction boluses were delivered and manual injections were administered to address the bg levels.